Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. As part of the manufacturing process, 100% of the units go through a balloon inspection. Also, balloons get inflated and deflated to assure its condition. Additionally, a deflation time check of the balloon is performed. It was confirmed that if during the 100% inspection of the balloon a defect is found, it is reworked, and the balloon is completely changed. The instructions for use also include instructions on how to prepare the catheter: check balloon integrity by inflating it to the recommended volume. Check for major asymmetry and for leaks by submerging in sterile saline or water. Deflate balloon before insertion

Manufacturer narrative:
Additional FDA product codes include: dqo- catheter, intravascular, diagnostic dqe- catheter, oximeter, fiberoptic. Kra- catheter, continuous flush. One model 774f75 catheter was returned for evaluation. The customer report of balloon burst was confirmed. As received, the balloon was found to be ruptured at the central area. After distal ruptured edge was returned to original position, the ruptured edges did not appear to match at the ruptured location. Through lumen were patent without any leakage or occlusion. No other visible damage was found from the catheter body. A device history record review was unable to be completed as the lot number is unknown. A supplemental report will be forthcoming when the engineering evaluation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use of the swan-ganz cco catheter, the balloon burst. The brand/size of the used introducer is unknown. There was no allegation of patient injury.